Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to acute on chronic biventricular heart failure with resultant multi system organ failure. It was uncertain if the device worsened the patient's preexisting right heart failure.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.